Event description:
It was reported that there have been two alerts for right ventricular (rv) impedance not taken. Non-competitive atrial pacing (ncap) was programmed off. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Two - patient alerts for out of tolerance subthreshold lead impedance on (B)(4)-2011 21:00:18 and (B)(4)-2012 21:00:08. Programmer data for s2d file (B)(4) shows "rv pacing lead impedance not taken" on (B)(4)-2011 21:00:18 and (B)(4)-2012 21:00:08.